Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was approximately eight years old at the time of the reported event. The stryker spine instrument IFU indicates that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Conclusion: the most likely cause of the reported event was determined to be normal wear based on the age of the device.

Event description:
It was reported that during the case one of our straight pituitary handles broke. We just used the hospitals straight pituitary.

Event description:
It was reported that during the case one of our straight pituitary handles broke. We just used the hospitals straight pituitary.